Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was running over the temperature specifications (118.1 degrees in 5 minutes should be less than 118 degrees in 10 minutes). It was determined that the bearings were worn out causing the over temperature specification. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the motor device was heating up. There was a five minute delay to the planned surgical procedure. A spare identical device was available for use to complete the surgery successfully. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.